Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during drain 4/4. The home patient (hp) stated she had disconnected in the dwell cycle. The technical service representative (tsr) explained the alarm and assisted the hp to clear the alarm by cycling power off/on. The hp confirmed to finish therapy with a manual bag. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, the cause of the se 2240 was due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The patient stated she had disconnected in the dwell cycle. The homechoice apd systems patient at-home guide instructs users how to emergency disconnect for a short time period. This review finds the labeling adequate for the potential use error(s) in the complaint. The lot number was not provided; therefore, a batch review cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).